Event description:
The manufacturer received information stating a ventilator was leaking due to a crack in the side panel. There was no harm or injury reported. The device was evaluated by the field service engineer and the customer's complaint was confirmed. The side panel was replaced to address the issue. During further testing the device failed the active exhalation verification test step. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The outlet side panel was unable to be evaluated due to physical damage. The pil technician states the following for the valves: the proportional valve investigation states the pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The solenoid investigation states the pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid.